Manufacturer narrative:
(B)(4). Covidien is submitting this report on behalf of (B)(4) (importer).

Event description:
Procedure type: stress urinary incontinence. According to the reporter: it was reported in the pt's medical records that as a result of having the product implanted, the pt has experienced a revision surgery. Align s urethral support system was reported to be used/implanted during this procedure.